Event description:
Reporter stated that she was trying to go to the living room in her apartment using a rollator and the arm broke and she fell down on the floor. As a result, her fake hip rammed through her pelvis. Reporter stated she was taken to the trauma center to have surgery to fix the problem. However, the drs could not pull it back so they left it the way it was.